Event description:
Dexcom g7 failed on warm up twice, next device failed 12 hours later, had to submit 3 returns, upon next shipment of devices on 1/18/23, 1st device failed to connect and was unusable. Upon requesting a replacement device was told it would need supervisor approval due to the amount of replacements within a 90 day period. I would just like the device to work, I would never ask fora replacement. A restriction on replacements for devices I had no control of failing seems ridiculous. Reference reports: mw5150656, mw5150657, mw5150658.